Event description:
The case was a tonsil/adenoid. As the dr started to enter the mouth for a tonsil and adenoid the bovie began to smoke. The tip was changed out and things worked fine. There was no harm to the pt. The tip might not have been inserted correctly. The machine and bovie where pulled out of service and being tested by biomed.